Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the implantable cardioverter defibrillator exhibited myopotential oversensing. The patient was seen in clinic. The suggested programming changes were made. The patient was stable throughout.